Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was unable to use the bolus wizard and rewind the device. Device alarmed a no delivery alarm after trying to fill the tubing. Customer's blood glucose was 600 mg/dl. During troubleshooting, device did not alarm no delivery alarms. After troubleshooting, customer will not be returning the device for analysis.